Event description:
Information received indicates the left siderail will not latch in the up position.

Manufacturer narrative:
The technician found that the latch block was not catching due to a bent release arm and improperly installed spring. He straightened the arm and re-installed assembly properly to repair the bed.